Event description:
It was reported that tip detachment occurred. It was reported that the patient underwent hepatic artery catheterization for perfusion chemotherapy. A 135/10 renegade hi flo kit was selected for use. During preparation for the procedure, the package was opened, and the catheter was flushed, after which it was noted that the tip was detached from the microcatheter body, and the inner braided wire was exposed. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
A4 - weight: 67.3 kg.

Event description:
It was reported that tip detachment occurred. It was reported that the patient underwent hepatic artery catheterization for perfusion chemotherapy. A 135/10 renegade hi flo kit was selected for use. During preparation for the procedure, the package was opened, and the catheter was flushed, after which it was noted that the tip was detached from the microcatheter body, and the inner braided wire was exposed. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
A4 - weight: 67.3 kg. Device evaluated by MFR: the renegade hi flo was returned for analysis. Visual examination revealed shaft fracture located at the strain relief. Shaft stretched approximately 3cm from the strain relief. No other issues were identified with the device.